Event description:
It was reported that a lead integrity alert (lia) was received for the right ventricular (rv) lead due to short interval counts (sic) and non sustained ventricular tachycardia (vt). It was further reported that the rv lead was possibly fractured. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).